Manufacturer narrative:
"Adverse event" and "required intervention" have been added to reflect the dual reportability determination of serious injury (si) / reportable malfunction (rm). This determination was based upon the revision procedure that was necessary due to non-union and subsequent device breakage. Additional product codes for this report include hwc. (Other): partial UDI number: (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a valid lot number, a review of the device history records could not be requested. Corrected data: (common device name and product code), d3, d7, d8, g2. It is unknown when the t8 stardrive screw broke; however, the breakage was discovered intra-operatively on (B)(6) 2015. The maude report notifying the manufacturer of the reported issue was received on december 14, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via maude report that a patient underwent a revision procedure on (B)(6) 2015 due to a pilon fracture non-union. During the revision procedure, one (1) t8 stardrive screw was found to be broken. The plate and an unknown number of other screws were removed intact. Upon explantation, the patient was re-fixated with a new plate and screws. The procedure was completed successfully with no reported delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one 2.7mm variable angle locking screw, self-tapping, with t8 stardrive recess, 36mm (part 02.211.036 / lot unknown) was received with the complaint category of ¿broken: postoperatively.¿ it was reported that the t8 stardrive screw was found to be broken during revision surgery for a non-union of the pilon fracture. The complaint condition is confirmed as the screw was received with a roughly transverse break in the threaded region of the screw shaft and with the distal portion missing. The break is consistent with the result of excessive shear forces that likely resulted from insufficient reduction, delayed healing, patience compliance and activity level, comorbidities, and/or the surgical technique. However, as the specific conditions at the time of the break and over the nine (9) months of implant are unknown, the root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Evaluation shows that this implant is intended for use across various plating systems. As the reported procedure was to treat a post traumatic arthrosis of the right ankle, the 2.7mm/3.5mm variable angle locking compression plate (lcp) ankle trauma system technique guide was reviewed. The fracture site of the screw was examined and no material voids or irregularities were identified. The threads and stardrive recess each show wear consistent with implant and subsequent explant after 9 months. This is also a flattened region on the threaded head which is likely the result of the forces sustained during the non-union. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screw is already broken. A review of the current design drawing / manufactured revision was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The break is consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand that would normally be supported by the bone. This could eventually cause it to break due to metal fatigue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.